Event description:
It was reported that the patient missed a refill. It was noted that the patient relocated and was supposed to have their pump refilled on (B)(6) 2014. It was reported that the patient called before they moved and when they arrived at the clinic the patient was told they do not work with infusion pumps. It was noted that the patient had a return in symptoms. It was reported that when the patient¿s pump gets low their pain magnifies and noted that it had been like this since (B)(6) 2014. It was noted that the patient typically would get refilled before alarm and the patient noted that they had not heard any alarms at the time of report. It was reported that the patient went to the emergency room (ER) the morning of report as a precautionary measure and they did not provide the patient with any medication. It was noted that the patient would be seen by a healthcare provider (hcp) on the upcoming monday. It was reported that the patient was concerned that the pump was ¿being damaged¿. It was noted that the patient¿s pump was being used to infuse hydromorphone and bupivacaine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n179566007, implanted: (B)(6) 2008, product type catheter. (B)(4).